Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted in 2009. At implantation the fmt was placed on the round window. In 2011, she underwent two revision surgeries. Both surgeries were not successful. The pt was re-implanted with another kind of device on (B)(6) 2012.